Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during the preparation of the farawave catheter, no fluid was exiting from the tip of the catheter despite continuous flushing. After further inspection, there was leakage at the catheter irrigation port. The connection was retightened however, the fluid continues to leak from the gap. The catheter was replaced and the procedure was completed using another farawave catheter. No patient complications occurred. The product is expected to return for analysis.

Event description:
It was reported that during the preparation of the farawave catheter, no fluid was exiting from the tip of the catheter despite continuous flushing. After further inspection, there was leakage at the catheter irrigation port. The connection was retightened however, the fluid continues to leak from the gap. The catheter was replaced and the procedure was completed using another farawave catheter. No patient complications occurred. The product was received for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: boston scientific confirmed that the flush luer was partial detached from the flush port. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk review: a risk review performed for the farawave device confirmed that the event of leak / luer detachment is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of manufacturing deficiency. Boston scientifics investigation determined the flush luer had partial detached from the flush port. Investigation found it possible that the cause of the detachment may be due to the manufacturing process. Boston scientific has implemented solutions to reduce the potential for these events.